Event description:
It was reported that a patient underwent a gynecological procedure during 2007. During the procedure, the unit stopped working and would not restart. The procedure was successfully completed using another device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: conclusion: the actual device involved in this event was returned for evaluation. Visual inspection revealed cosmetic issues, loose parts rattling inside, and possible customer abuse due to a dented and cracked top case. Unable to duplicate report that the unit stopped during a case. The unit powered on normally. The handpiece was connected and it ran for ten minutes without any issues. The power supply voltage was ok at twenty four volts. Open case inspection revealed that two of the four screws/washers that secure the power supply were not installed. One screw/washer was found inside rattling around. The evaluator noted that "with a loose and rattling screw and washer, the possibility of shorting a circuit is likely".